Manufacturer narrative:
This correction report is being submitted to inform the event is no longer considered reportable as technical services confirmed normal battery depletion of the device. The power consumption is elevated due to the pg sensing episodes of sporadic high atrial rate. High-rate atrial sensing can cause an increase in power consumption. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity of five and a half years was not as expected after just over one year of implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The power consumption is elevated due to the pg sensing episodes of sporadic high atrial rate. High-rate atrial sensing can cause an increase in power consumption. Device reprogramming or consider methods to reduce the high-rate atrial sensing was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity of five and a half years was not as expected after just over one year of implant. This device remains in service. No adverse patient effects were reported.